Event description:
It was reported to philips that the system displayed the message: "free disk space is too low" and exposure was not possible. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and cleared the image disk. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found during a diagnosis procedure which was completed under fluoro only meaning there were no recordings. The philips remote service engineer (rse) communicated with the customer and confirmed that the exposure was not possible due to low disk space. A review of the system log file also confirms the reported problem. Upon remote testing, the rse found that there was an issue with the disk consistency. To resolve the issue rse cleared the image disk, performed the database consistency and recreated the image store. After this, the issue didn¿t reoccur and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.